Event description:
A customer reported that results from a patient sample obtained from a vitros 5600 integrated system were associated with an incorrect patient. Vitros troponin I es was programmed for the sample; however, the vitros rbc folate assay was processed for that patient sample. The vitros rbc folate assay was previously programmed for a different patient sample using the same sample ID. No erroneous results were reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined the customer re-used a sample ID that had pending results stored in the analyzer. The customer was referred to the device labeling, located in the vitros 5600 user documentation (vdocs) describing how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. No malfunction occurred. The root cause of this event is user error.